Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to revert to a back up plan of manual injections. The reported blood glucose reading at the time of the call was 175mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.